Event description:
It was reported that while in the cardiovascular lab, the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the super arrow-flex sheath into the patient's femoral artery. As the md was inserting the iab through the sheath, it became stuck at the tip of the sheath. The md removed the iab and the sheath as one unit. A 9 fr sheath was requested by the md and a second iab was prepped and inserted into the same insertion site as the first attempted iab insertion. The iab insertion was a success. There were no reported patient complications. Reference MDR #1219856-2010-00039 for the first event involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.